Manufacturer narrative:
Concomitant medical products: biolox delta femoral head 36mm od, -3.5mm (cat# 170-36-93 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial tha, patient presented to clinic with pain. A CT scan showed osteolysis. Surgeon performed a head/liner exchange. Surgeon noted significant synovitis. The gxl liner was exchanged for a new vit e poly. Patient was last known to be in stable condition. No further information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph/explanted devices.

Manufacturer narrative:
As a result of additional information provided to the manufacturer. Investigation has been re-opened, and any further information and/or investigation conclusion will be reported within 30 days of receipt.

Event description:
Revision op report received-postoperative diagnosis: acetabular osteolysis of right total hip arthroplasty with polyethylene recall and right iliopsoas tendonitis.as noted by the surgeon: femoral head demonstrated that it was well preserved. Inspection of the cup and the polyethylene demonstrated they were both in very good condition without gross signs of wear. Patient was last known to be in stable condition. Subsequent re-examination demonstrated that she was neurovascularly intact with full ankle dorsiflexion and good femoral nerve function. No further information available.

Manufacturer narrative:
Additional/updated information- b5, b6, b7, d8, h7 additional investigation information- osteolysis was reported as a CT finding but not confirmed clinically during the revision surgery. The provided image of the device appears to have damage, which may be attributable to the dislocation, subsequent closed reduction, or extraction of the liner from the acetabular cup during the revision procedure as the operative note stated that the polyethylene was ¿without gross signs of wear¿. However, this cannot be confirmed as the device was not available for evaluation. These devices are used for treatment not diagnosis.